Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10673, 2134265-2016-11323, 2134265-2016-11317 and 2134265-2016-11322. It was reported that stent thrombosis occurred and the patient died. The 38.7% stenosed, 16.8x2.61mm target lesion was located in the tortuous and calcified bifurcation of the distal left circumflex (lcx) artery. After a non-bsc wire crossed the posterior descending artery and a kinetix wire crossed the posterolateral artery (pla), intravascular ultrasound was performed. Predilation was performed using a 2.0x12mm nc emerge balloon. A 2.5x24 synergy drug-eluting stent was advanced and implanted at 11 atmospheres. Then post dilatation was performed using a 3.00mm x 15mm nc emerge® balloon catheter. Post stent residual stenosis was 91%. Then occlusion in pla was noted, and dilation was performed using a 1.5x10 non-bsc balloon. Kissing balloon technique was performed. Timi flow 3 was confirmed and the procedure was completed. Five to six hours later, the patient presented with ischemic heart disease. Intra-aortic balloon pump (iabp) was inserted and coronary angiography was performed and revealed thrombosis of the distal lcx. Thrombectomy was performed but blood flow in lcx was not recovered. Additionally, a 3.0x20mm emerge balloon catheter was used but still blood flow was not recovered and the patient died.